Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation including the evaluation of the device shows that there is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)

Event description:
It was reported that the device was implanted on (B) (6) 2007. There was an initial good result. There was increased pain 6 months post-op. Therefore, it had to be revised on (B) (6) 2009. There was no bony ingrowth and the cup was loose.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Concomitant medical products: item: 290039100, catalog #: cls spotorno, stem, 135°, uncemented, 10.0, taper 12/14 lot #: 2366889; item: 0100181540, catalog #: metasulâ® ldhâ®, head, 54, code t, taper 18/20, lot #: 2336402. New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).